Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated erratic quality controls on the cartridge chemistries (cc). Customer reported that they found bubble and brown discoloration in the cc sample syringe and replaced the syringe. Customer reported that they also found a crack in line 172 (line 172 delivered water). Customer reported that they repaired the line by removing it from the valve, cut the end of the line and reattached it back to the valve. The customer reported that the dxc 600i generated erroneous chol results on two patient samples. The results were reported outside the laboratory. The results were amended. Customer reported that patient treatment was not altered based on the erroneous result. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluations - method - bec field service engineer (fse) spoke to the customer and confirmed the repair performed by the customer.(B)(4).